Event description:
Pt was exposed to blood and other body fluids when in contact with a l&d mattress. The mattress had several pin holes along the seams which over time allowed fluids to pass through the mattress cover and collect in the foam cushion of the mattress pad.